Event description:
Customer's husband reported the hospitalization. Caller stated that his wife had a problem priming the insulin pump before she was hospitalized. Customer stated that she primes about 7 units; which is not the correct process for priming. Caller stated that the customer is not comfortable with the insulin pump. The insulin pump will be replaced. The current blood glucose reading is 242 mg/dl. Hospital is treating with manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.